Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). The lens was reported as having a high vault and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the surgeon reported that even though the lens in the left eye (os) had a high vault, the level is not that high which would require the lens to be removed. There is no problem with the patient's visual function. The lens remained implanted. Claim#: (B)(4).